Manufacturer narrative:
The bwi failure analysis lab (fal) received the device for evaluation on (B)(6) 2018. Initial visual analysis identified a ¿dark reddish brown on the proximal end of the tip dome and pu margin.¿ the fal findings were reviewed and assessed as not MDR reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30074037m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant bwi products: carto 3 system (us catalog # fg540000, serial # (B)(4)); smartablate generator (us catalog # m490007, serial # (B)(4)); smartablate pump (us catalog # m490008, serial #(B)(4)); ez steer coronary sinus catheter (us catalog # bd710fj282rts, lot # 30096832m) ; lasso nav catheter (us catalog # d134301, lot # unknown); note: patient code (B)(4) is for "surgical intervention" manufacturer¿s ref # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation phase, after ablating in the left atrium (la) the catheter was pulled across to the right atrium (ra). The patient¿s blood pressure dropped, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 200cc of fluid from the pericardium. The patient was reported to be in stable condition, but it was decided to bring the patient to surgery. Extended hospitalization was required as a result of the adverse event for observation purposes. Patient¿s outcome is fully recovered. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages observed on any bwi equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle and a st. Jude medical 8.5 fr short sheath. The generator was set in power control mode at 35 watts and default settings for thermocool smart touch catheter. The noted settings at the time of the injury included temperature of 35.7 degrees celsius, power at 35 watts and impedance of 119 ohms. The power did not titrate during the ablation. The overall time for ablation and the last ablation cycle time are unknown. The catheter irrigation was set at 30ml/min. The patient received anticoagulant (heparin) during the procedure with an activated clotting time of 300-350 seconds. The heparin had been turned off about ten minutes prior to injury.

Manufacturer narrative:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Patient¿s outcome is fully recovered. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages observed on any bwi equipment during the procedure. Product evaluation details: the device evaluation has been completed. The device was visually inspected and reddish material was found on the tip. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the reddish material on the tip could be related to the procedure. Manufacturer¿s ref # (B)(4).